Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that insulin pump had critical pump error. The customer¿s blood glucose level was 9 mmol/l at the time of the incident. Customer reported that insulin pump would not turn on after suffering from a critical pump error as she described the error image. Customer reported that they tried to replace battery but the pump would not power up. Customer reported that they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.